Manufacturer narrative:
Product event summary #procedure: bkp it was reported in an abstract that between the periods of jan 2011 and june 2013, post-op, a nationwide investigation of bkp adverse events was conducted and out of 412 bkp-performable facilities, responses received from169 facilities (40%), where (B)(4) adverse events were reported which are as follows: secondary vertebral fracture:20%(adjacent vertebral fracture:16%, non-adjacent 4%), refracture of treated vertebrae:1%, cement leakage:10% (paravertebral/intradiscal:8%, vascularly:1%, intra-spinal canal:1%), four post-op infections, four post-op neurological disorders, three instrument failures, one pulmonary embolism, 1 post-op hematoma. Also, slight fever and back pain caused by post-op infection occurred in one patients and the symptoms led to bone cement loosening. Another patient underwent revision surgery due to angioma and neurological disorder (muscle weakening on lower limbs). In other cohorts, total of 44 patients underwent bkp in 2011 and secondary vertebral fracture was observed in six patients. After 2012, among 14 patients who were followed up for more than one year after bkp/daily pth treatment, secondary vertebral fracture was seen in five patients. No product was returned. With the available information, a contributing factor or cause for the reported event cannot be identified. Thus, no corrective action is possible at this time. If at a later date the product returns this investigation will be re-opened. This investigation is considered closed. We will continue to monitor for trends as more definitive data is collected.

Event description:
It was reported in an abstract that between the periods of jan 2011 and june 2013, post-op, a nationwide investigation of balloon ky phoplasty(bkp) adverse events was conducted and 412 facilities where bkp could be performed were selected. Responses were received from 169 facilities (40%), four post-op neurological disorders were reported.